Event description:
It was reported that a nurse was in the process of transporting a patient and disconnected the plug from the unit. However, the power module stuck to the plug and pulled away with it and when the nurse tried to disconnect the plug the nurse received a shock. First aid was administered for burns. The nurse was kept for brief observation then released. No patient was affected

Event description:
It was reported that a nurse was in the process of transporting a patient and disconnected the plug from the unit. However, the power module stuck to the plug and pulled away with it and when the nurse tried to disconnect the plug the nurse received a shock. First aid was administered for burns. The nurse was kept for brief observation then released. No patient was affected

Manufacturer narrative:
Follow-up submitted with evaluation results provided by customer which determined the controller inlet filter became detached exposing metal wiring allowing a caregiver to be shocked. Customer provided with a replacement rental. Customer performed evaluation.